Event description:
Found during routine testing. The customer reported that the device can take up to 45 seconds to charge the defibrillator to 200 joules. There was no pt associated with the report.

Manufacturer narrative:
The customer declined an offer of service from physio-control. The device was removed from use at the facility and will be replaced by a new defibrillator.